Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical incision became infected under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the infection improved but there was now scar tissue.